Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation was performed for the finished device 6637198 number, and no non-conformance's related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: local reaction, breast mass. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 325cc and suffered from ¿redness of the skin, lump on left breast, itching, and swelling underneath the breast¿, ¿ break out under breasts after taking bra off at night¿. The patient experienced: local reaction, breast mass on the left implant and capsular contracture, skin reaction on the right implant. As a result, the patient will undergo removal on (B)(6) 2020. This medwatch is for the left breast implant.

Manufacturer narrative:
On 4/20/2020, mentor became aware that the actual serial number was (B)(6). Manufacturer¿s reference number: (B)(4).